Event description:
Covidien received a report of a n-560 where screen locked during use; this is a lock-up.

Manufacturer narrative:
Covidien investigation confirmed that the display of unit freezes, and isolated the problem to the main pcb. The main pcb to be sent for further investigation of lock-up.